Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 441 mg/dl. The customer treated with bolus. Customer's blood glucose value was 376 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. The insulin pump did not detect the sensor. The product was not returned for analysis.

Manufacturer narrative:
(B)(4). The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump was connected to a test meter, contour next link, and was able to connect. A controlled glucose test solution was tested using the meter and sent to the pump without any issues.